Event description:
It was reported the patient expired. The cause of death was unknown. The medical examiner returned the dbs devices for analysis. See MFR report #3004209178-2008-04109. Additional information has been requested but was not available on the date of this report.

Manufacturer narrative:
Preliminary device analysis was not available as of the date of this report. A follow up report will be submitted when device analysis is complete.